Event description:
It was reported that the patient's device would not mode switch. The patient presented in atrial flutter. The clinician attempted to change the mode by changing detect rates and turning the blanked flutter to on. Reprogramming of the device was completed. The device was later explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) was received and analyzed. There were no anomalies found.